Event description:
On (B)(6) 2012, a vns surgeon reported that the patient had a full revision surgery that day due to a lead break and the generator being at end of service. The generator was completely depleted and was unable to be interrogated prior to surgery due to end of service. The surgeon stated that he saw a visible lead break at the generator pin site which he believed to be caused by trauma. No diagnostics were taken prior to the full revision because the surgeon visually saw a lead break. Attempts were made for the return of the explanted products to the manufacturer for product analysis but the products have not been returned to date. A battery life calculation was performed and the results were negative for time remaining until elective replacement indicator (eri) was yes.